Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. The alarm occurred on (B)(6) during night drain one. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. However, the cause of the high drain alarm could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.